Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported during the implant procedure, the rv lead was fixated with approximately 15 turns. The physician wanted to be sure the lead was securely in place by doing an x-ray, and determined that the helix was not fully extended. The physician tried extending the helix by doing more rotations, however discovered an immediate change of resistance, and noise was sensed with the analyzer. It was discovered that the lead was broken, therefore this lead was removed from the patient's anatomy and replaced with a new one. No adverse patient effects were reported, and the procedure was completed.